Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, upon non-insufflation of patient, dr reported to staff he placed the trocar through the bowel of patient. Dr stated visualization was not clear, and protruded the bowel with the trocar. Corrected the bowel incision. Instrument disposed. Extended hospital stay overnight to check for a bowel movement before discharge. Patient was released. Cribe any adverse event which occurred as the result of a delay in surgery, (i.e. An extension of the hospital stay, infection, etc.?) Extended hospital stay overnight to check for a bowel movement before discharge what is the current status of the patient? Patient was released.

Manufacturer narrative:
Additional information provided by the account: lot number from stock is j5m0050x.